Event description:
A medtronic representative reported the screws on the site's spine clamp had stripped while in a surgery. The surgeon completed the procedure with the use of navigation. No negative impact to the patient was reported.

Manufacturer narrative:
No patient was present when the malfunctio occurred.it was originally reported that the clamp malfunctioned during surgery. However, it was since reported that the clamp was not used in surgery. Clamp was determined unusable prior to case. They opened a second spine reference set and successfully used that spine clamp for the upcoming case.

Manufacturer narrative:
The patient gender and age are not available from the site. RMA issued. Medtronic investigation finds the adjustment screw on the spine clamp has stripped threads in the center of the screw due to wear. A replacement clamp has been sent to the site on (B)(4) 2012.